Event description:
Crack at inner side of the grip parts was found upon inspection of the returned loner kit from the hospital. There was no report from the hospital on this issue. Therefore, there was no info available on how the cracks occurred.

Manufacturer narrative:
The visual investigation showed that one spring components of the returned pliers were cracked. The crack showed an inter-crystalline forced rupture mode due to stress crack corrosion. The cracks occurred due to very high compressive forces of the retaining screw. The root cause can be attributed to an incorrect manufacturing step of high tightening forces used to attach the screws retaining the spring.